Event description:
It was reported that a spectrum pump did not recognize that the door was open/ closed. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device would not recognize the door being open or closed. A review of the event history log revealed multiple "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported issues. The reported issues were verified. The cause of the issues was determined to be an upper auxiliary failure. The upper auxiliary requires replacement to address the issues. The issue of the device not recognizing a closed door would not lead to a death or serious injury if the malfunction were to recur as this issue would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.